Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B2 outcomes attrib to adv event: corrected.

Event description:
It was reported that restenosis occurred. On (B)(6) 2019, a 2.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the mid left anterior descending artery (lad) and a 3.00 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal lad. On (B)(6) 2025, the subject started experiencing symptoms associated with unstable angina. At the time of the event the subject was on aspirin and ticagrelor. Coronary angiography revealed 50 to 60% in stent restenosis (isr) at the lad. On (B)(6) 2025, the subject was diagnosed with unstable angina and was admitted to hospital for further evaluation and treatment. Tte revealed 50-55% lvef. On (B)(6) 2025, the 100% stenosis at the left main was treated with a des and balloon angioplasty catheter. Target vessel revascularization was also performed and the left circumflex artery was stented. Post revascularization, the residual stenosis was 0% and timi flow was 3. The event was considered as resolved and subject was discharged. It was further reported that on (B)(6) 2025, the subject started experiencing symptoms associated with chest pain. On (B)(6) 2025, the subject presented to hospital with chest pain and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostics, the subject was diagnosed with myocardial infarction.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. On (B)(6) 2019, a 2.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the mid left anterior descending artery (lad) and a 3.00 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal lad. On (B)(6) 2025, the subject started experiencing symptoms associated with unstable angina. At the time of the event the subject was on aspirin and ticagrelor. Coronary angiography revealed 50 to 60% in stent restenosis (isr) at the lad. On (B)(6) 2025, the subject was diagnosed with unstable angina and was admitted to hospital for further evaluation and treatment. Tte revealed 50-55% lvef. On (B)(6) 2025, the 100% stenosis at the left main was treated with a des and balloon angioplasty catheter. Target vessel revascularization was also preformed and the left circumflex artery was stented. Post revascularization, the residual stenosis was 0% and timi flow was 3. The event was considered as resolved and subject was discharged.